Event description:
A customer's neighbor reported the customer obtained a reading of 285 mg/dl on his adc meter and compared to a reading of 116 mg/dl obtained on a competitor meter. The customer's neighbor reported the customer experienced dizziness and lost consciousness. The paramedics were reportedly called and gave him juice to alleviate the symptoms. There was no report of medical diagnosis or treatment for severe hypoglycemia. Additionally, the customer's neighbor reported the customer did not make any changes to his diabetes medications based on the adc meter result. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No further investigation is necessary. This is the final report. The customer reported using expired test strips in his adc meter. Adc customer service educated the customer not to test with expired strips and also to discard the expired product.